Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt was implanted for low back pain but was not able to capture knees and legs. An x-ray was taken and showed that the lead had migrated. The lead was repositioned on (B)(6) 2011 and noted to the butterfly anchors were still intact.